Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusion: based on the complaint history, the work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.

Event description:
The reporter stated the haptic of a 13.2mm of micl 13.2 implantable collamer lens was torn and the lens was not in the eye. If add'l info becomes available, a supplemental medwatch will be sent.